Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels of up to 552 (mg/dl). Customer administered a correction bolus and manual injection to treat their elevated bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Recommendation was made to consult with health care provider to discuss diabetes management.